Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly the customer is not properly cycling the cartridge. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.